Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not available for evaluation.

Event description:
It was reported that false occlusion alarms occurred. The customer declined further troubleshooting and no further information was provided.